Event description:
A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process. During the evaluation of the device, the service technician observed visible foam particles. Additionally, the service technician also noted dust/dirt was found inside the device. The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process. During the evaluation of the device, the service technician observed visible foam particles. Additionally, the service technician also noted dust/dirt was found inside the device. The device was scrapped by the service center after the evaluation was completed. The previous report listed the 'became aware date' and 'event date' incorrectly. They have been updated to 08/20/2024 since the device evaluation was completed by the third-party service center on this date.